Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on (B)(6) 2012, the patient obtained the blood glucose reading of "greater than 600 mg/dl" and she experienced the symptoms of excessive urination, fatigue, extreme thirst and large urinary ketones. The patient was admitted to the hospital with a diagnosis of dka, and was treated intravenously with insulin and fluids. The reporter also reported that on the evening of (B)(6) 2012, the pump's insulin cartridge was filled; however, on the morning of (B)(6) 2012, the insulin cartridge was empty. The reporter noted no leaks in the pump or infusion set. At that time, the patient's blood glucose level was 400 mg/dl. Troubleshooting revealed the reporter's technique was correct in using the infusion set and cartridge. No pump troubleshooting could be done at the time of the call, therefore, no further information was provided about the pump. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, and was admitted to the hospital in dka. Therefore, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. Investigators were unable to duplicate the complaint during investigation. Unrelated to the complaint, evaluation revealed that the display lens was found to be scratched.